Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that it feels like the stimulator battery has physically moved from the original pocket in the patient¿s back. The rep reported that upon palpation, the stimulator battery appears to be directly beneath pocket incision, as it should be in right buttock. The patient was advised to contact the implanting physician. No patient complications have been reported because of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported they did not do anything at the time as they decided not to.